Event description:
The rptr stated that they did meter to lab comparison tests, 30 minutes apart. The reading on their meter was 92 mg/dl, and the lab test at their dr's had a result of 62 mg/dl. They did not have any symptoms. On followup, the rptr's daughter confirmed the testing as reported by the rptr, but did not give any further info to complete the report. No harm was alleged.